Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty cycler set malfunction or product deficiency. The cause of the patient¿s peritonitis is likely to be associated with touch contamination as reported by the nurse. Peritonitis is a common and serious complication in peritoneal dialysis (pd) patients and a significant cause of peritoneal failure and mortality. Touch contamination of the pd system is a frequently encountered problem in patients on pd and an important risk factor for peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The peritoneal dialysis registered nurse (pdrn) reported that the patient had a pd culture taken in the hospital (date unknown) which grew gram positive bacteria. During hospitalization, the patient continued pd therapy and received unknown antibiotics intraperitoneally. The nurse reported the patient remained in the hospital and discharge plans are unknown. No further information was available regarding the patient¿s hospitalization. The nurse stated the patient peritonitis was due to touch contamination and not related to the liberty select cycler. There have been no reported fluid leaks associated with the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.